Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00520. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case resistance was noted while advancing the 26mm sapien 3 ultra valve and delivery system through the sheath. No issues were found during fluoroscopy of the groin and insertion was continued. The safari wire started to advance with the system. Upon fluoroscopy of the groin site, the sheath and delivery system appeared to have folded over themselves and the team removed the entire system. Angio revealed a perforation of the right iliac. A second sheath was prepared and inserted without issue. The sheath blocked the perforation off. Blood was given to the patient. A non-edwards coda balloon was inserted via the left groin. At this time, the valve procedure was aborted. The physicians proceeded with deploying a covered stent in the right iliac. The stent did not cover all of the injury. The surgeon opened the right groin and surgically repaired it. The coda balloon was deflated and the patient's pressure continued to drop. Angio showed a perforation in the abdominal aorta from the coda balloon. The surgeon opened the patient's belly to repair the abdominal aorta. The patient coded and died shortly after that. Images received of the devices after removal from the patient revealed the sheath had a liner tear with liner strand. Follow up revealed a strut of the valve appeared to be bent and was responsible for ripping the sheath liner.

Manufacturer narrative:
Corrected d.9 to add the date received, h.3, and h.6 type of investigation, investigation findings, and investigation conclusions. The valve was received for evaluation. During visual examination the crimped valve was noted to have one strut protruding through the sheath and, once removed from the sheath, a bent strut at the inflow. After the valve was expanded, the bent strut corrected itself. The leaflets were noted to be dehydrated, wrinkled, and torn due to storage condition (prolonged crimping) during the return handling process. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other events from the work order relating to valves with frame damage. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects. It is highly unlikely that a manufacturing defect contributed to the event. Due to the nature of the event, no applicable functional testing nor dimensional testing were performed. The event was confirmed through visual examination. Imagery was received for evaluation. The patient's right access vessel had presence of calcification and an undersized vessel region. There was also tortuosity noted in that same vessel. An image of the devices after removal from the patient confirmed one valve strut bent outward at the inflow and exposed through sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve frame damage, and subsequent injury, was confirmed based on returned device and provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during a transfemoral aortic valve replacement, there was resistance as the 26mm sapien 3 ultra valve was passing through the 14f esheath+. No issue was found during fluoroscopy of the groin, and insertion continued. The safari wire started to advance with the system. Upon fluoroscopy of the groin site, the sheath and delivery system had folded over itself, and the team removed the entire system... Per additional information received, a strut of the valve appeared to be bent and was responsible for ripping the liner.'' Per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', ''do not over-manipulate the sheath at any time.'' In this case, the patient's access vessels had presence of calcification and tortuosity. Additionally, patient's access vessel also had an undersized region. The presence of calcification, tortuosity, and undersized vessel can create challenging pathway during delivery system advancement, leading to resistance. It is possible that the sheath kinked during maneuvers performed to introduce the device through the tortuous, calcified, and undersized vessels. Additional manipulation was likely applied to overcome the resistance caused by the difficult anatomy and the kinked sheath, and it is possible that this caused the valve frame to interact with the kinked sheath shaft during insertion, resulting in frame damage as observed. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (excessive device manipulation, high push force, kinked sheath) may have contributed to the valve frame damage and subsequent injury and death.